Manufacturer narrative:
Manufacturer's report date: 02/12/2014. Internal file no: (B)(4). The device has been received and the evaluations pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the rn hung methotrexate around 9:20. Around 11:45 the rn noticed that the bag seemed to still be full. The pump showed volume infused was 575 ml. Rate was 270 ml/hr with a vtbi of 1050 ml. Another rn confirmed that the rate was correct. The door on the pump module had a visible gap even when closed. The pc unit and pump module were switched for another system and reprogrammed for methotrexate at 270 ml/hr. The biomed department tested the source pump module and found its operation to be normal. There was no pt harm or medical intervention. No additional event or pt info is available.